Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer was hospitalized on (B)(6) 2018 due to diabetes ketoacidosis with high blood glucose of over 500 mg/dl. The blood glucose at time of incident was 445 mg/dl and current blood glucose was 386 mg/dl. The blood glucose values were recorded were 445mg/dl, 386mg/dl. The high blood glucose was treated with manual injection, bolusing with insulin pump, insulin intravenous drip and shoots. Based on customer report customer does not allege pump was under delivering. Assisted with performing the high pressure test and result was on. Customer advised to change entire set, reservoir and insulin and treat per healthcare professional instructions. The device is not expected to be returned for analysis.